Event description:
It was reported the patient experienced increased nocturia and oab. The patient reported she had a lot of frequency and urgency. She was also getting up four times at night and it was "getting worse." The patient was treated with vesicare and pelvic floor strengthening on (B)(6) 2014. The event was continuing as of (B)(6) 2015. No further patient complications were reported in relation to this event.